Event description:
Event description cpi received information that this ventak prx implantable cardioverter defibrillator (ICD) patient was found unconscious and was resuscitated by external defibrillation. The ICD could not be interrogated and would not respond to a magnet. The ICD was replaced.